Event description:
The complaint is reportd as: one of the lumens broke off when rolling the patient over. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the medial luer was separated from the medial lumen and not returned for evaluation. The edges of separation appeared rough. The catheter body was intentionally cut and the cut portion was not returned. No other defects or anomalies were detected on the PICC. Visual examination of the separated medial luer hub could not be performed as it was not returned for evaluation. The total length of the catheter body measured to be 1.1875" which is not within specifications of 19.952"-20.202" per product drawing. This indicates that at least 18.76" of the catheter body was not returned. The medial extension line outer diameter measured 0.095" which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The medial extension line inner diameter measured 0.057", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. Dimensional inspection of the separated medial luer hub could not be performed as it was not returned for evaluation. Functional inspection was performed to recreate the product's intended use. The instructions for use provided with this kit states: "attach syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place." "Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." The distal and proximal lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. Functional inspection of the medial lumen could not be performed as the medial luer hub was separated and not returned for evaluation. A manual tug test confirmed the distal and proximal luers were fully secured to the distal and proximal extension lines. Additional testing of the medial extension line could not be performed as the medial luer hub was separated and not returned for evaluation. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage." "Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage." "Catheter clamp must be opened prior to infusion to minimize risk of damage to extension line(s) from excessive pressure." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The medial luer was separated and not returned. The sample passed all relevant functional testing and a device history record review was performed based on a potential lot # from sales history with no relevant findings. Without the separated luer hub to analyze, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: one of the lumens broke off when rolling the patient over. No patient injury or complication reported. The patient's condition is reported as fine.